Manufacturer narrative:
The reported event was not duplicated; however, the diagnostic engineer found socket corrosion during the device evaluation.

Event description:
It was reported that during testing at the beginning of a procedure at the user facility, the remb micro drill would not turn off. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during testing at the beginning of a procedure at the user facility, the remb micro drill would not turn off. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.